Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center power button was pressed but the unit turns off after a 15 second relay noise. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h6. The device was not returned to olympus for evaluation. However, an olympus field service representative (fse) inspected the customer¿s equipment. Based on the results of the investigation, the phenomenon, ¿the button remains pressed, but the device turns off after 15 seconds¿, occurred due to intermittent power supply unit failure. The fse replaced the equipment. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and the device evaluation. An olympus field service representative (fse) inspected the customers equipment. It was found that there was a power supply unit failure. The fse replaced the equipment. If additional information becomes available this report will be supplemented accordingly.